Event description:
It was reported unspecified bd cathena¿ safety IV catheter was leaking from the hub. Upon removal, it was determined that the catheter had separated from the rest of the device and was still inside the patient. The following information was provided by the initial reporter: "catheter was leaky so catheter removed by sicu nurse. On catheter removal it was noted by nurse just a hub and no catheter attached. The pt was scheduled foreign body retrieval in interventional radiology".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
It was reported unspecified bd cathena¿ safety IV catheter was leaking from the hub. Upon removal, it was determined that the catheter had separated from the rest of the device and was still inside the patient. The following information was provided by the initial reporter: "catheter was leaky so catheter removed by sicu nurse. On catheter removal it was noted by nurse just a hub and no catheter attached. The pt was scheduled foreign body retrieval in interventional radiology".